Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the diagnostic procedure that was to happen when the issue occurred was completed as planned by restarting the system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site but was unable to reproduce the reported issue. Troubleshooting and analysis of the system logs did not identify an errors with the system. The fse determined that the system was functioning as intended and the system was returned to use in good working order. The codes were updated based on the investigation outcome.